Event description:
It was reported that (1) xr60b device was used during a bowel resection colectomy procedure.it was reported by the rep that the reload was used and didn't fire staples. Another stapler reload was used to complete the case. There was no consequence to the pt.